Event description:
During insertion and inflation of kyphoplasty balloons the balloons were punctured and marker tips from ends of balloon devices were left in pt. Marker left embedded in the vertebral body.